Event description:
Information was received that a smiths medical portex bivona flextend tts tracheostomy tube balloon was not filling up while in use. No adverse patient effects were reported.

Event description:
Information was received that incident occurred during set up. The device was not yet placed on a patient. A replacement was required as the device was defective.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device has found it to have no damage to cuff, airline or pivot balloon. The device underwent air cuff symmetry functional testing. Once inflated, it was noted all air was stuck in the pilot balloon. After the whole cuff inflated, it was deflated and inflated four additonal times. Each time the cuff was inflated completely. When measuring the cuff, the percentage for the symmetry was for sample was 47.5 percent, showing it is within specification. The reported customer complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.